Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Event description:
Head of the first hexagonal key was broken during constructing prosthesis. Arch of the second key was broken during the same procedure.

Event description:
Head of the first hexagonal key was broken during constructing prosthesis. Arch of the second key was broken during the same procedure.

Manufacturer narrative:
An event regarding fracture involving a monogram torque wrench was reported. The event was confirmed by product inspection. Conclusions: the investigation concluded that the fracture was caused by an external force exceeding the maximum permissible torque. The suppliers inspection noted indications of wear on the torque scale above the 180 lb-in. Indication jn the clockwise direction and deflection of the tip of the pointer consistent with torque above 180 lb-in. The surgical protocol indicates the instrument be used to tighten a stem at 120-180 in/lb or an augment at 60-80 in/lb to the femoral component. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.